Event description:
It was reported that the customer received a button error alarm. The customer's blood glucose was 76 mg/dl. The customer did not recall any significant events leading up to the alarm. Advised the pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.

Manufacturer narrative:
No button error alarm noted. Insulin pump passed displacement test. All button functioned properly. However, insulin pump had a corroded keypad trace. Insulin pump had a cracked reservoir tube lip, scratched case and minor scratches on lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.